Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2015, the physician reported that this patient was seen on (B)(6) 2015: the patient¿s seizures appeared to be gradually increasing over time and were now occurring approximately twice a week (8-10 per month). Device settings from (B)(6) 2013 to (B)(6) 2015 were provided and reflected that the device normal mode settings remained programmed to the same values throughout this time period. An updated battery life calculation indicated 1.7 years remaining to neos.

Event description:
It was reported that the patient has experienced an increase in seizures (4 seizures from (B)(6) 2013 through (B)(6) 2013). The patient was referred to surgeon because the neurologist believed that the generator battery was dead; however, the surgeon indicated that the battery should last approximately 6 more years. It was reported that the neurologist check the vns system, but he still believes it is at end of service. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Replacement surgery occurred on (B)(6) 2017. The explanted device has been discarded by the explant facility.